Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken. A root cause could not be identified. Based on the results of the investigation the most probable cause of the reported malfunction was traced to r-unit (charged coupled device) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green and stripes appear on the scree . The issue was found during a laparoskopic therapeutic procedure that was completed with an olympus back-up device under the sedation. There were no reports of patient harm.